Event description:
The customer reported during shift check, the autopulse li-ion battery (sn (B)(6) will not charge and is no longer powering on the autopulse platform. According to the customer, the battery was pulled off the multi-chemistry battery charger (mcc) but did not power on the platform. The color of the status leds on the battery and charger prior to use in the platform are unknown. After the attempted use in the platform, the status leds on the battery showed one orange led. The battery was tested in a different mcc but it was still unable to charge. The mcc is able to successfully charge other batteries. It is unknown the last time the battery was successfully charged. The platform is performing as intended with other batteries. No patient involvement.

Manufacturer narrative:
The customer complaint that the autopulse li-ion battery (sn (B)(6) will not charge and is no longer powering on the autopulse platform was confirmed during the functional testing. The archive data could not be retrieved, and a review was not performed. Without being able to reset the internal microprocessor and access the archive files, the root cause of the reported battery failure could not be determined through this investigation. However, the probable root cause for the reported complaint could be due to battery mismanagement and charging practice or electrostatic discharge (esd) or broken/damaged components or a battery - charger communication failure. Upon visual inspection, no physical damage was observed, and the status leds of the battery did not illuminate. The battery failed to charge in a known good autopulse multi-chemistry battery charger (mcc). The status leds of the battery did not illuminate after the charging event. The status leds on the mcc showed a red "fail" led indication. Therefore, the battery cannot be used in the autopulse platform. The battery failed to power on the platform, confirming the reported complaint.